Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va057ly, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that this was the patient's second device; the first device had failed. It was noted that the healthcare provider knew that the battery was dead, but when they went in, they had to replace the wire as well. It was also stated that no one knew how to program the first device, and that the patient had been having incontinence for many years. No further patient complications are anticipated or expected as a result of this event.